Event description:
The patient reported his site was irritated and swollen after wearing the pod for more than 48 hours. He stated it felt like a lump with pus in it. The pod was discarded. He went to his health care provider who diagnosed him with encephalitis and placed him on antibiotics for a week and a half.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.